Manufacturer narrative:
Citation: finch, jonathan. Failing stentless aortic valves: redo aortic root replacement or valve in a valve? European journal of cardio-thoracic surgery. (2012). 43: 495¿504 doi 10.1093/ejcts/ezs335 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding redo aortic root replacement versus valve-in-valve treatment for failed stentless aortic valves. All data were collected from a single center between 2000 and 2010. The study population included a total of 101 patients. Sixty-five patients (predominantly male; average age 61.5 ± 14.2 years) underwent a valve-in-valve replacement (group a). Forty-five patients (predominantly male; average age 61.9 ± 12.1 years), underwent a redo root replacement (group b). Group b contained one patient who had been implanted with a medtronic freestyle aortic root (serial numbers not provided). During the redo procedure medtronic mosaic, mosaic ultra and freestyle valve were implanted. Among all patients implanted with a mosaic or mosaic ultra, adverse events included: electrocardiogram (ECG) changes treated with a permanent pacemaker, cerebral vascular accident (cva), bleeding treated with re-sternotomy, structural deterioration and aortic regurgitation. Based on the available information, these events may have been attributed to a medtronic product, however a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.